Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels of 1.2 mmol/l .it was reported that the customer treated low blood glucose levels with needle of glucagon. It was reported that the customer was using the insulin pump system with in forty eight hours of reported low blood glucose event. It was reported that the auto mode feature was active at the time of incident. Troubleshooting was performed. The device will not return for the analysis.